Event description:
It was reported that the insulin pump had a button error alarm that could not be cleared. It was possible that it was exposed to moisture as the was moisture visible inside. The battery could not be removed due to damage to the battery cap. The blood glucose reading was 17 mmol/l. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. No button error alarm noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with stripped battery cap coin slot. Insulin pump received with cracked case at display window corners and minor scratches on lcd window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.